Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer treated with 10 units of insulin. The customer stated that he received a replacement pump but there were no sensors with the pump order. No further assistance was needed.